Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported clindamycin in a glass vial have been programmed as a secondary (piggyback) infusion have been backing up into primary IV fluids. There is no report of patient harm.

Manufacturer narrative:
Add'l info.